Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he received questionable results on capillary blood samples on a coaguchek xs meter, serial number (B)(4). On (B)(6) 2017 at 6:42 am, the customer received an error message. He had pressed the on/off button while attempting to obtain a result. At 6:44 am, the result was 3.4 inr. This result was higher than the customer¿s normal range, so he tested again. At 6:47 am, the result was 2.4 inr with a new finger stick as stated by the customer. According to the results stored in the meter memory, the result was 2.5 inr. The customer then proceeded to the hospital for a scheduled replacement of a pacemaker and defibrillator. After admission to the hospital, a venous sample was taken from the customer¿s port access. At 9:30 am, the laboratory result was 3.1 inr. The laboratory staff questioned the meter results after obtaining the laboratory result, and believed the meter result to be incorrect. The neurologist did not believe the meter results. The customer then went into surgery. Following surgery, he experienced a bleeding event and hematoma at the surgical site. He was treated with vitamin k according to the laboratory result and hospital procedure. He remains hospitalized due to the hematoma. On (B)(6) 2017, the customer received a result of 2.5 inr. It was unclear if this result was obtained by the meter or from the laboratory. Clarification was requested but not provided. There was no result stored in the meter memory on that date. On (B)(6) 2017, the customer received a result of 1.5 inr as shown in the meter memory. The customer is currently in good condition. His warfarin dosage has been held per the physician. The customer¿s normal range is 2-3 inr and he tests weekly. He took his dose of warfarin 32 hours prior to testing. The customer did not report any hematocrit issues. He has no antiphospholipid antibodies and is not taking heparin or direct thrombin inhibitors. The customer was administered vitamin k after testing, which would not have influenced the meter results. Seroma and/or hematoma are common side effects after surgical procedures for patients with or without anticoagulation therapy. Stopping anticoagulation therapy puts patients at risk for more dangerous events like stroke or embolism. Hemorrhages and hematomas are normally handled via hospital procedures. The customer returned the meter; no strips were returned. The meter was tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr, hct: 2.3 inr, 47%. Donor #1 results: retention meter and master lot strips: 2.2 inr , customer meter and master lot strips: 2.2 inr . Donor #2 inr, hct: 2.5 inr, 42%. Donor #2 results: retention meter and master lot strips: 2.5 inr, customer meter and master lot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and retention material met specification. Relevant retention test strips (lot 152881-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification.